Event description:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); report a one patient whose stent was removed between 1-18 months after placement, had a thrombus on the right atrial side of the stent. This patient did not have any embolic phenomena or other potential clinical sequelae from the thrombus.

Manufacturer narrative:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); report a one patient whose stent was removed between 1-18 months after placement, had a thrombus on the right atrial side of the stent. This patient did not have any embolic phenomena or other potential clinical sequelae from the thrombus. The stent remains implanted thus unavailable for analysis. There is no sterile lot number available; therefore, a review of the manufacturing documentation could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. This article was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005);